Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (along with a photograph of the device). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was broken and separated. The hemostatic valve separated from the sheath. The valve broke while taking the dilator out. The sheath was exchanged and the issue was resolved, the case continued without any further incident. The orange part of the hemostatic valve was separated. The hemostasis valve (gasket) did break into two or more separate pieces. The brim cap became detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. There was no blood return. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 29-may-2022, the product investigation was completed based off a received photograph of the complaint device. Additionally, a product investigation based on the physical returned device was also completed. Device evaluation details: according to pictures provided by the customer, the brim cap and hemostatic valve were observed detached from the hub. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. The connector missing, and the hemostatic valve, and silicone ring were found in normal condition. Also, a kink was observed on the dilator. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer (due to the condition of the device). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).